Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported issue with rewinding the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a retainer ring that is smashed inwards at its front. Unable to insert a test sc1-cap and reservoir into the reservoir compartment. Unable to perform the displacement and occlusion tests due to the smashed retainer ring. The following were noted during visual inspection: reservoir tube lip and retainer ring smashed inwards at the front, partially detached retainer ring, top of the battery tube threads is smashed inwards at the back. The pump was received without a battery cap. The pump was received with cracks and bleeding inside the lcd screen. The pump passed self test; it failed rewind test returning a pump error 41. Thump software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. Closer examination of the lcd screen itself show that are cracks within it as well as in the circuitry around the lcd controller. The motor was tested outside the pump, and it failed. The pump unexpectedly rebooted once rewind started. In summary, the customer¿s report of a rewind anomaly was confirmed during testing. This and the pump error 41 are due to a problem with the motor. The defective lcd screen is due to cracks within it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.